Manufacturer narrative:
The manufacturing location for this product is nypro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event is unknown; awareness date has been used for this field. Investigation summary: no physical samples were received however the investigation was performed based on the video provided. This is the 1st complaint for the reported lot number. The complaint could not be confirmed hence the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported while using bd safe-clip¿ the needle cannot be inserted to clip. There was no report of patient impact. The following information was provided by the initial reporter: customer is referring to needle clipper getting blocked - cannot insert needle to clip it.